Manufacturer narrative:
The country of origin is (B)(6). Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of a questionable tsh elecsys e2g 300 result for 1 patient sample on a cobas 8000 e 801 module analyzer. The initial result was 0.009 uiu/ml and the repeat result on a tosoh analyzer was 0.112 uiu/ml. The reagent lot number and the expiration date were asked for but not provided.

Manufacturer narrative:
A general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The investigation did not identify a product problem.